Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer fell onto the pump, the touchscreen cracked and it was difficult to see the screen to operate. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.